Event description:
Abbott free style libre 3 as over the last two months every single sensor that has been sent out stopped working. The free style libre 3 is supposed to be a continuous glucose monitor. Abbott knows they are having issues with this product (they are sending recall messages via their app). I have gone through 7 sensors when I should have just barely started on my third one. Reference reports mw5160047, mw5160048, mw5160049, mw5160051, mw5160052, mw5160053.